Event description:
Ous MDR - after implantation, loss of capture was reported. Both the date of the incident and the explantation date were not reported to us. No deterioration of the patient's state of health was reported. The lead was explanted.

Manufacturer narrative:
In the analysis the characteristics of the electrode were examined . There were no deviations from the technical specifications , which might be related to the clinical complaint .there was no evidence of material or manufacturing defects.